Event description:
The product complaint report shows the customer alleged that while preforming routine service on the ventilator, there was no audible alarm. The biomed replaced the alarm assembly. There was no ventilator malfunction, this was never reported prior to the biomed's findings and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.